Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose readings. The blood glucose reading was 329 mg/dl at the time of the call. Prior to the hospitalization, it was stated that the customer treated with a manual injection but the blood glucose did not come down. It was also stated that the customer was sick for two days prior to the hospitalization. The nurse stated that she had no time to test the insulin pump during the call.